Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that the ins was removed because it didn't help. The patient reported that she had a spine operation that fixed ¿where she was hurting.¿ the patient reported that the ins was removed ¿about a year after¿ it was implanted. No further complications were reported.